Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The report indicated that the pod was worn for seven hours, during which time high bg's (389-412 mg/dl) were experienced. Multiple correction boluses were administered, which were ineffective at lowering his bg's. The pod was removed and replaced - within four hours of activating the new device his bg levels began to lower. The suspect pod will be returned for eval.